Event description:
The account alleged that when the brakes are activated, they do not roll but will ratchet side to side if the stretcher is pushed sideways. No pt impact.

Manufacturer narrative:
The account replaced the brake casters and hex rods to resolve the issue.